Event description:
While using a 1.3 gomco circumcision clamp, the obstetrician noted a tear on the posterior side of the penis before the cut was made. The obstetrician believes that gomco caused the tear, and was defective. 3 stitches were used to repair the tear.